Event description:
Kimberly-clark received a report stating that a patient in their seventies developed a skin injury after a surgical procedure in the cardiovascular unit using the patient warming pads/system. Patient has a stage 3 deep tissue injury and is currently being treated by the wound care team at the hospital. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record # (B) (4).

Manufacturer narrative:
We were unable to search the device history record as not lot number was provided. Unable to evaluate sample as sample was not returned to kimberly-clark by the customer. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Product was not returned to kimberly-clark by the customer.